Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level over 200 mg/dl. Customer was hospitalized for high blood glucose levels because he had not been using the sensor due to serter issues. Customer was vomiting and taken to the hospital. Customer stated that he had a stomach virus and was treated for diabetes. Customer was also given insulin. Customer was wearing the pump at the time of the hospitalization. Customer stated that his blood glucose level was all over the place. Customer declined troubleshooting and stated that the pump had been working fine. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.